Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1eljn, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the patient had an intracranial hemorrhage post-operatively. There was no troubleshooting performed related to the issue and no interventions took place to resolve the issue. The patient was discharged from the hospital and admitted into hospice where they died the next day on (B)(6) 2017. No further complications were reported. Relevant medical history includes movement disorders.